Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient might undergo surgical intervention. The reasons for the surgery are unknown at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient is not undergoing surgical intervention. The patient received a false eri warning. An abbott rep updated the patient¿s pc app which cleared the messaged and the patient now has a green check mark.